Manufacturer narrative:
The incident will be investigated from the log files.

Event description:
The vitector did not function as it should. Aspiration seemed to work but cut rate was very low and at times not working at all. The vitrector was reprimed, and the surgery finished even though it was not performing as it should. No messages/warning on screen were reported. The same thing that happened with the same unit the previous week. The vitrector was changed but situation did not improve. No harm to the patient occurred, but the surgery was delayed by >30 minutes as a result of this incident.

Manufacturer narrative:
With regards to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed the module did not function within specifications. One of the cutter valves got stuck from time to time and therefore could not close and open properly. Though the eva system can pass the priming phase, the cutter may not be activated properly due to the sticking valve. A DHR review did not reveal any anomalies and the product was released according to its release specifications. A historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this reported event. Based on the information available, it was determined that this event is attributable to a random component failure of a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends no remedial or corrective/preventive actions will be undertaken at this moment.

Event description:
The vitector did not function as it should. Aspiration seemed to work but cut rate was very low and at times not working at all. The vitrector was reprimed, and the surgery finished even though it was not performing as it should. No messages/warning on screen were reported. The same thing that happened with the same unit the previous week. The vitrector was changed but situation did not improve. No harm to the patient occurred, but the surgery was delayed by >30 minutes as a result of this incident.